Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cannula was bent and the customer went into diabetic ketoacidosis (dka). Blood glucose (bg) level was 617 mg/dl and the pump basal rate was run to address the bg. The ketone level was considered as being dangerous. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous insulin, dextrose and electrolytes. The customer was discharged the next day. The type of infusion set used was not reported.